Event description:
An issue was reported where the customer needed to stay near the pump while it was charging to ensure it was working, and they stated that it could not be repaired or replaced. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting assistance, and no additional action was necessary. No further information was available regarding the outcome of the event.